Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the 8mm fenestrated bipolar forceps instrument was burnt at the front end. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case. The complaint was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no damage observed. The thermal damage was found intraoperatively. There was no instrument collision and no arcing observed during the procedure. There was no injury to the patient. The surgeon believes that the cause of the thermal damage was a product quality problem.